Event description:
It was reported that the patient is deceased. It was further reported that the patient died two days prior to planned device replacement procedure and there is possible premature battery depletion and high battery impedance. Additional information received reported the physician noted possible loss of pacing output and non-capture. The cause of death has not been concluded.

Event description:
It was reported that the patient is deceased. It was further reported that the patient died two days prior to planned device replacement procedure and there is possible premature battery depletion and high battery impedance. Additional information received reported the physician noted possible loss of pacing output and non-capture. The cause of death has not been concluded.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information noted there was possible left anterior descending artery occlusion. (B)(4). Concomitant product: 5076 implantable pacing lead, (B)(6) 2005.

Manufacturer narrative:
Additional information was received and noted that the postmortem investigation including autopsy showed known chronic coronary artery disease but no acute myocardial infarction or other definitive cause of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.